Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) was beeping. Follow-up was attempted with the physician; however, no additional information could be obtained. The device remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2018: it was further reported through follow up that the right ventricular (rv) lead had triggered an alert. The lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.